Manufacturer narrative:
Other, other text: the complaint sample was returned for evaluation. Visual observations of the device included: a cracked enclosure and tank cover, a missing drain tube, and a worn line cord. Functional testing was performed. The device would not heat up even after the printed circuit board temperature was raised; the complaint was confirmed. A faulty heater was the primary problem. Due to the age and condition of the device, it was deemed beyond economical repair and will be scrapped. The failure resulted from an inoperative water pump due to wear of age. A manufacturing device history record review was not performed because the device was beyond a year from its manufacture date of 1999, and there was no indication of a manufacturing defect during the investigation. A service history review identified the device was returned to service for the first time with an inoperative water heater, and there are no records indicated the water heater had been replaced before.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is no heat. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.